Manufacturer narrative:
Concomitant medical products: motor: serial number (B)(4), manufacture date: 18jul2017; flow probe: serial number (B)(4), manufacture date: 01mar2011. The primary console is not a single use device. Approximate age of the device is 4 months (calculated from the manufacture date of the primary console). The devices were returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal membrane oxygenation support on (B)(6) 2018. It was reported that after 105 minutes of support, a grinding noise was noticed coming from the pump head. The primary console did not alarm. The revolutions per minute (rpm) were displayed, but no flow was displayed. The pump head was re-seated, but this did not correct the problem. The pump head was then moved to the backup system, which resolved the problem. The patient reportedly did not suffer any hemodynamic compromise or require initiation of inotropes. The patient is currently off mechanical circulatory support. No additional information was provided.

Manufacturer narrative:
The returned device (2nd generation primary console) was evaluated and tested. The reported event of a grinding noise was unable to be confirmed during the analysis of the returned console. The returned console was tested with the returned motor and flow probe and no abnormal or grinding sounds were observed. No issues were found with the system. The console was tested and passed all tests. The console was found to function as intended during analysis. The 2nd generation flow probe was evaluated and tested, and no physical damage to the flow probe was noted. The reported event of no flow being displayed and a grinding sound was heard was unable to be confirmed during the analysis of the returned flow probe. No physical damage to the motor was noted in the centrimag motor. The reported event of a grinding noise was unable to be confirmed during the analysis of the returned motor. No issues were found with the system. The 2nd generation centrimag system operating manual contains a table of all alarms and alerts, as well as the appropriate operator responses. This document also explains that one additional 2nd generation centrimag primary console, motor, and flow probe are required as a backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. Review of the device history records found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.